Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited oversensing of noise. This oversensing resulted in pacing inhibition. The product will continue to be monitored. There were no patient consequences.